Event description:
Catheter implanted in right subclavian vein in 2002 for chemotherapy was found to be broken and embolized to the right ventricle on a screening chest x-ray. Consumer had no symptoms of heart palpatations. Catheter tip was removed by interventional readiologist via right jugular intravascular approach. 5 inch catheter and plastic port connector tip was removed. Complainant sent device to manufacturer. Port was removed and a new port catheter was placed in right subclavian vein at a more superior location. Foreign object in right ventricle pt at risk for arrhythmia.